Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Retain testing unable to be performed since complaint was received on 25jul2017 and product expired on 18jul2017. Sample was requested but not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported an isolated event where false negative reactions were obtained using 0.8% resolve panel b lot vrb233 exp 7/18/2017. A patient known to have a weak anti-big e was tested and cell #16 (donor (B)(6)) and cell#17 donor ((B)(6)) failed to react. The antibody workup was done on (B)(6) 2017 by manual gel using mts gel card. After getting no reactions with the 0.8% panel a, customer tested with selected cells of 0.8% resolve panel b and again no reactions were seen with tested cells# 16 and 17. (See (B)(4) 0.8% panel a issue). Customer performed further testing using a competitor's red cell reagents that she converted from 3% to the appropriate 0.8% cell suspension for use in anti-igg gel cards (same anti-igg lot). Customer identified anti-e with competitor's product . At the request of ortho, vrb233 cell#s 16 and 17 were properly resuspended to 3% then antigen typed for the big e antigen and 2+ reactions were achieved. This testing was done on (B)(6) 2017 after the product expired. She was satisfied the antigen is present as indicated on the antigram. All other anti-big e positive patient samples tested as expected with this panel. No reports of any noted discrepancies with any other patients. Customer has concluded this was an isolated, sample related issue. Issue started on: (B)(6) 2017, reported on 7/25/2017. Frequency: one patient, reaction grade obtained: negative, customer was expecting: positive. Customer contacted ortho for awareness of the reported false negative result obtained. Customer is confident the issue is sample related since other anti-big e patients have tested as expected with this lot of cells and antigen typing also proved the strength of the antigen is present. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU, cards /cassettes/ storage condition temperature: as per IFU, visual appearance before use: acceptable, reagent red blood cell storage and handling: as per IFU, on-board storage time: not provided, off board storage temperature: as per IFU, stored underneath direct light source: no. Ortho discussed the varying antigenic strengths of antigens and the potential for negative reactions when the antibody is weak. Customer expressed having prior knowledge of this and was satisfied with documentation of the issue. Ortho also reviewed the instructions for use and the limitation listed was discussed: "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer contacted ortho for record of the event and is not requiring any additional troubleshooting or follow up. Ortho questioned the customer for the return of the sample for additional troubleshooting and investigation. Customer has agreed to investigate if there is any plasma remaining and will call back. Customer called back and indicated she will not be able to send patient sample to ocd since they need what remains.